Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operational room. During the procedure, it was noted that it was difficult to remove the lead from the implantable cardioverter defibrillator header. The physician tried several time and the device was removed. No further information was available.